Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that she tried to put in a new battery and got a button error. Customer was outside prior to the alarm occurring. Customer stated that she can see moisture inside the pump, but the pump has not been exposed to moisture. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window, minor scratches on the display window and missing the end cap sticker.